Event description:
A patient reported blood glucose results of "155 mg/dl" with a lifescan meter and "125 mg/dl" on a laboratory device, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <20% and/or <20 mg/dl - or in the case of intervening treatment, the expected value of <3mg/dl -thereby indicating a potential malfunction of the meter in terms of accuracy. The control solution test passed (result: 165 mg/dl range: 128-189 mg/dl).